Event description:
Patient was receiving a bed bath with husband supporting her feet and patient on her side leaning against the bed railing. Bed railing failed, causing patient to fall out of bed. She endorsed pain to her left abdomen, right knee, and right arm. Imaging was negative, although occult arm fracture could not be ruled out. Increased pain has led to additional pain management and suspected prolonged hospitalization. Device malfunction was reported to manufacturer and device pulled from use. Returned to manufacturer on 6/19/2026. Manufacturer is currently investigating.